Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that the scratch on the insulin pump lcd screen and customer was can not read the display. The customer's blood glucose level was unknown. The device will be returned for the analysis.

Manufacturer narrative:
The device was received with a cracked select button on the keypad overlay, scratched lcd window. The device passed the displacement test. (B)(4).